Event description:
The facility reported a colleague infusion pump with a "failure code of 814:01 phm power supply to low." This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the sterile processing department. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause has been assigned to use/user error. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:01 was confirmed by baxter personnel during product evaluation. The root cause was assigned to faulty main batteries. The main batteries and were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.